Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing multiple power cable disconnection alarms, despite being connected to both power cables or when on batteries. The patient reported that every time the black power cable connector was moved at the bend relief, the alarm condition would occur. It was noted that while the patient was on the phone with the vad coordinator, the system controller alarmed at least three to four times. The system controller was replaced with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the power cable disconnect alarms were confirmed and reproduced during analysis. The white power cable was maneuvered and the power cable disconnect alarm became active. The white power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.